Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. The transmission showed the implantable cardioverter defibrillator exhibited episodes of non-sustained ventricular oversensing due to post paced t wave oversensing. Programming changes were recommended to resolve the oversensing. However, the physician elected to disable the device as the patient was in advanced age. There were no reported adverse consequences to the patient.